Event description:
Surgeon had a pt who reported post-op back and leg pain. X-rays showed changes in the position of the concord bullet cage. Situation resulted in the need for surgical intervention. As a result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
X-rays at initial implant confirmed that the cage was placed 90-degrees out of position. Root cause appears to have been related to a user error.